Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer reported a delay in critical therapy following a leak. The patient was being treated in the emergency department for a hemoglobin of less than 7 gm/dl. The tubing set was being used to deliver an unspecified volume of packed red blood cells (prbcs), at an unspecified rate, for a direction of 1 hour, via a plum pump. It was reported that the secure lock male adapter of the tubing set was connected to the patient's IV access site. After an unspecified length of time, the customer contact reported that the nurse noted that an unspecified volume of blood was leaking from the connection site of the tubing and the secure lock male adapter. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.